Manufacturer narrative:
Conclusions: according to the information received from the field the device was explanted due to recurrent pseudomonas infection in the radical cavity, more exact infection of the canal reconstruction. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. The explanted device was disposed and is not available for investigation. This is a final report.

Event description:
The user had a recurrent wound infection in the radical cavity with evidence of pseudomonas and was treated intravenously with antibiotics. Initially the infection was better but then got worse and had otorrhoe. During the surgery to inspect the radical cavity an infection of the canal reconstruction was found. Reportedly, hardly any inflammation was found at the mastoid. The user has been re-implanted during the same surgery.